Event description:
Customer reported that the act button became stuck while refilling the reservoir. She stated that after the bolus the button became unresponsive and felt flat. The blood glucose reading was 161 mg/dl. Customer was not sure how this damage occurred. Nothing further was reported.

Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.